Event description:
As reported, a patient experienced a pulmonary infarct approximately three (3) weeks following Cordella implant. Prior to implant, the patient had been hospitalized at Boston Medical Center (BMC) secondary to worsening heart failure and was treated with milrinone. The patient was weaned off milrinone prior to implant and was believed to have been "stabilized". On (b)(6) 2026, the patient underwent successful implantation of the Cordella sensor at BMC. Oral anticoagulation therapy was held prior to implant and resumed post-implant. There were no device or procedural concerns reported at the time of implant. Days following implant the patient again required treatment with milrinone. The medical care team then decided to transfer the patient to Tufts Medical Center (TMC) for management of continued worsening heart failure and evaluation for heart transplant. Per physician, there were no device related concerns while the patient was at BMC. On (b)(6) 2026, following transfer to TMC, it was reported that the patient underwent non-contrast computed tomography pulmonary angiography (CTPA) secondary to right-sided abdominal pain. No acute thrombus was noted. However, the CT reportedly showed a "wedge-shaped finding near the implanted sensor" which suggested infarction in the distribution of the lung distal to the device. No intervention was performed. It was noted that the patient had been receiving anticoagulation therapy since admission to TMC. On (b)(6) 2026, the patient was not exhibiting symptoms related to the CT findings. The patient remained as an inpatient at TMC undergoing evaluation for heart transplant. On (b)(6) 2026, a follow-up on patient status indicated no change in status. On (b)(6) 2026, images were received for evaluation of the event. Investigation is ongoing.

Manufacturer narrative:
Continued from D4: (b)(4). Additional Information will be submitted via follow-up report within 30 days of receipt.